Manufacturer narrative:
An inspection of the associated bed could not be performed by baxter as the customer failed to provide the specific identification of the bed. The bed was inspected on site by a the account's technician. The bed underwent functional testing and performed according to product specifications by the customer. The reported condition was not verified. The customer placed the bed back into service upon their internal inspection. As previously noted, the customer found the bed to be functioning properly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a report that a patient fell from a centrella bed and sustained an injury. It was reported that bed exit alert didn¿t sound despite ¿a green light¿ being on the floor, and the exit alarm being functional earlier in the day. The patient was reported to have fallen and sustained a fractured humerus requiring immobilization of the arm with a sling. No additional treatment was reported. Per the instructions for use state the bed 'an individual green indicator icon illuminates onto the floor for each safety measure met (siderails up, bed exit on, bed in lowest position).' Thus, is it possible that the bed exit was not on at the time of the event and the caregiver misinterpreted the green light of an alternate safety measure. Furthermore, the customer stated they tested the bed exit function after the event and the bed worked as intended. No further information was available at the time of this report.